Manufacturer narrative:
One (1) mountaineer minipolyaxial screwdriver [product code: 2883-04-000, lot no: x0205] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the screwdriver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report indicated that the fractured surface exhibited rough and plastically deformed material that extends across the entire surface suggesting a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The fracture analysis report indicated that the fractured surface exhibited rough and plastically deformed material that extends across the entire surface suggesting a static overload failure.. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported to depuy spine field support, surgeon was trying to back out a screw, and realized that the tip had broken off inside one of the polyaxial screws. They were able to retrieve the fragment and use another driver for adjustments.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.